Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device appears to have experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis found the device to have high system current drain at 62ua. However, the stacked chip scale package, l303 integrated circuit, radio frequency module, and all capacitors were shown to function nominally when isolated. The cause of the cause of the high current was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.